Event description:
Report of explant of device due to "battery depletion after 26 months (low battery alarm occurring)" received with device return for analysis. Pt had experienced increased pain and spasms. Pump rotor test done and pump found to be functioning. Referred to surgeon and pump replaced. Pt last seen by surgeon 15 days post op and incision was healing nicely with minimal redness.